Manufacturer narrative:
Batch review, complaint review by lot, donor history, and donor complaint review. Retain testing was unable to be performed since product expired on 24mar2020 and issue reported against this lot on 02apr2020. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. Customer reported two prior events where false negative reactions were obtained using 0.8% resolve panel a lot vra348 exp 3/24/2020. This lot has since expired. The big e and small c positive cells on this panel, cells #3 through #10 did not react with two different patient samples. Each patient had both the anti-big e and small c antibodies. Patient#1 was tested on (B)(6) 2020 and patient #2 on (B)(6) 2020. Testing was done as part of antibody identification testing since the antibody screening using 0.8% selectogen, produced 2+ positive reactions with cell#2. This screening was done on the provue analyzer. All panel testing is done by manual gel methods as per this site's policy. After obtaining all negative reactions with the 0.8% panel a lot vra348, the customer proceeded to perform further investigation using 0.8% resolve panel c. The untreated and treated cells that were positive for the big e and small c antigens reacted as expected. The patients' own cells were antigen typed and were big e,small c negative. Customer could not provided lot # of the gel cards used for this testing. No reports of any noted discrepancies with any other patients. No further testing could be done since this product has expired. Issue started on: (B)(6) 2020, reaction grade obtained: neg, customer was expecting: pos, incubation time (for manual test only): 15 min, test repeated: no, was qc affected? Qc is done on date product was received (date not provided) and results passed. Patient clinical history: no patient history of prior antibodies. Transfusion history: no history of prior transfusions. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: upright, rbc storage and handling:as per IFU, visual appearance before use:cells and cards appear acceptable, was the vial freshly opened? No. Tsc advised all future issues be reported in a timely manner. All results were reviewed with the customer and discussion provided regarding possible causes. Customer is confident the testing protocol was followed and proper amounts of reagents/plasma were used. Tsc discussed general causes of false negatives including varied expression of big e and small c antigen on the donor cells in addition to the patient's antibody being weak. Antigen typing of the cells in question could not be done since the panel was already expired. The limitations section of the instructions for use of 0.8% resolve panel a were emailed to the customer and reviewed the statement "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive." Customer had determined this product was able to be used until it expired.